Event description:
A falsely elevated troponin I result of 45.79 ng/ml was obtained. The sample was retested after dilution and a result of 28.55 ng/ml was obtained. The sample was retested neat and diluted x2 on alternate methodology and same instrument where same values were obtained (no data provided). Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated tropinin I results. Analyais of sample by dade behring inc. Indicates that the cause for the falsely elevated troponin I results was no specific binding.